Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse observed hd error while system booting. The fse determined host-pc hd needs to be replaced. To resolve the reported issue, the fse replaced the host-pc hd and restored the backup. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.